Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit. Customer's blood glucose was unknown. The customer uses recommended batteries. Alarm has occurred more than once. A battery cap had been sent and the issue is reoccurring. The device is returning for analysis.